Event description:
On (B)(6) 2010, patient reported she received an e4 (occlusion) error on her infusion device. Patient stated, she noticed the error message prior to the call. Patient reported, the infusion site and infusion tubing have been in use for 3 days. Patient stated, she normally changes the infusion site and tubing every 5-6 days. Advised this is not recommended. Advised to change infusion adapter every 10th cartridge change. Had patient disconnect infusion tubing from the infusion site and attempt to prime; was successful. Advised patient to changer her infusion site. Patient is not at home and does not have supplies with her at this time. Patient reported, she will go home and change out her infusion site. Patient reported, she had a blood glucose reading of 586 mg/dl prior to the call. Patient's target blood glucose range is 150 mg/dl. Patient stated "I am sure my blood sugar is high due to my site." Patient is unable to troubleshoot blood glucose at this time. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.